Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint with associated MFR# 2954740-2016-00202 (B)(4). Concomitant medical products: unknown micro catheter, y connector (okay, goodman), enpower control cable. The presidio coil will not be returned; therefore the root cause of the coils non-detachment cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Since there was no evidence of a manufacturing issue related to the event, no corrective action will be taken at this time.

Event description:
As reported by a health care professional, during the coil embolization of an aneurysm at the left internal iliac artery a presidio cere coil (pc418164730/c41367) failed to detach. Patient was a (B)(6) male whose vessels were mildly torturous and mildly calcified. The pre-insertion electrical check was successful and the coil was placed without any problem. However when the detach button was pressed, the detachment light did not illuminate and the coil did not detach. The coil was replaced with a new one (different lot#). The procedure was successfully completed without further issues or delay. The same connecting cable and detachment control box were used with coils prior to and after the event. There were no patient injuries or complications reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. The product is not available for the investigation. No further information is available.